Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 28jun2017 to assess the antibody screen test well images in question, which were visually negative. The immucor laboratory tested retention product on 28jun2017 which performed as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument.